Manufacturer narrative:
Correction: this record is to be canceled as a duplicate of MFR report # 1213809-2021-00364, which has already been reported for serious injury.

Event description:
It was reported that unspecified bd¿ syringe became detached from the needle. This occurred on 2 occasions. The following information was provided by the initial reporter: during the injection, the syringe became detached from the rycroft needle causing a wound (capsular rupture) in the patient's left eye. Clinical consequences and current status of the patient or person involved : capsular rupture: serious complication of cataract surgery, compromises the patient's chances of having a posterior lens implanted which allows optical correction.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ syringe became detached from the needle. This occurred on 2 occasions. The following information was provided by the initial reporter: during the injection, the syringe became detached from the rycroft needle causing a wound (capsular rupture) in the patient's left eye. Clinical consequences and current status of the patient or person involved : capsular rupture: serious complication of cataract surgery, compromises the patient's chances of having a posterior lens implanted which allows optical correction.